Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a no delivery alarm during bolus. It was stated that the customer experienced high blood glucose and has changed the infusion set 4 times and could not reduce it. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. No delivery alarms found in the history. Bolus history is correct. The customer did not have another infusion set to replace it and declined to perform the high pressure test and remove it to check the cannula. Blood glucose value is 24.9 mmol/l. Nothing further reported.